Event description:
Caller states that pt tested at 541mg/dl on the device. A lab drawn approximately 15 minutes later read 181 mg/dl. No treatment based on device results. Quality controls were used and reportedly within acceptable limits. Requested return of suspect device and replacement was sent.